Event description:
It was reported that patient underwent a knee procedure utilizing signature knee guides on (B)(6), 2010. During the procedure, the alignment and size seemed good, posterior cuts were small, and guide seemed low. An approximately 5mm notch was noted.

Manufacturer narrative:
Evaluation of design plan for the guides and cutting blocks shows no issues with image quality, segmentation, or planning. The surgical plan was approved by the surgeon and used for the guide design. It may be possible that guide placement may have contributed to problem reported. (B)(4).